Manufacturer narrative:
(B)(4) initial

Event description:
The companion external battery was not supporting a patient. The customer reported that the companion external battery does not fit into the battery well of several companion 2 drivers. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion external battery was not supporting a patient. In addition, it would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has a redundant, alternate power source of external wall power. The companion external battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
This companion external battery was not in patient use. The customer reported that the companion external battery did not fit into the battery well of several companion 2 drivers. The companion external battery was returned to syncardia for evaluation. Visual inspection of the external battery revealed no anomalies. During investigation testing, the external battery was installed in several companion 2 driver battery wells. Excessive force was required to dock the external battery into all of the battery wells in which it was tested, confirming the reported issue. The root cause was that the battery's "retaining lip" dimension was outside the specified tolerance. The external battery was taken out of service. This failure mode posed a low risk to a patient because the issue was observed when the companion external battery was not in patient use. In addition, it would not prevent a companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant, alternate power sources of external wall power and an internal, emergency battery. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.